Event description:
It is being reported by a surgeon as not clamping properly. When used during an abdominal aortic aneurysm it did not completely occlude blood flow. Another clamp was used. No patient injury reported.

Manufacturer narrative:
(B)(4). Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 353610. (1) sample of 353610 lot i3 was received for evaluation. No visual concerns were noted. The jaws were inspected for defects with no concerns noted. The device was functionally tested through the full range of ratchet steps. The device performs as expected and the jaws are firmly locked in all positions. Tubing was used to simulate the aorta and visalize the cross section and observe the aperture during occlusion. (1) sample of 353610 lot i3 was received for evaluation. No visual concerns were noted. The jaws were inspected for defects with no concerns noted. A dimensional inspection was not required as part of this investigation. The device was functionally tested through the full range of ratchet steps. The device performs as expected and the jaws are firmly locked in all positions. Tubing was used to simulate the aorta and visalize the cross section and observe the aperture during occlusion. No confirmed complaints were received in this range with the same issue. Device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 353610. Unconfirmed and isolated. The sample will be retained for future review in the event that a trend develops.

Event description:
It is being reported by a surgeon as not clamping properly. When used during an abdominal aortic aneurysm it did not completely occlude blood flow. Another clamp was used. No patient injury reported.

Manufacturer narrative:
(B)(4).